Event description:
Additional information was received on 27sep2022 in regards to date of event and return of devices. The date of event occurred on 12sep2022. Returning of the reported two devices was confirmed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B3 - date of event : 12sep2022. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: the device was received by cook on 04oct2022. The preliminary device failure analysis showed traces of adhesive from the packaging seals; however, the packaging seals are damaged. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. No further reports regarding this event will be submitted.

Event description:
This occurrence no longer meets the criteria for a reportable event. See h10.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook 13sep2022, that two thal-quick chest tube trays arrived to a user facility in an unsealed state. No patient contact was made with either device. Additional information regarding the event has been requested but is currently unavailable.